Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot#: p4h0942) sigphandle, sig power sigphandle handle, (serial#: unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, two 60mm stapler reloads were not closing completely and were unable to perform intestinal stapling as expected. Initially, the surgeon attempted troubleshooting by replacing the powered stapler, suspecting a power issue, but the problem persisted with both the original and replacement motors. A second 60mm reload from the same lot also failed. A manual handle was then requested urgently, but the same 60mm reload again did not function properly. Ultimately, a 45mm reload was used successfully with both the powered stapler and manual handles, leading to the conclusion that the malfunction was specific to the 60mm reloads. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. During visual inspection of a photo, two 60mm medium/thick reloads were observed with their jaws fully open and the I-beams fully retracted. In the corresponding video, a 60mm medium/thick reload was seen in a surgical setting. The reload was fully clamped on tissue, and the jaws appeared parallel, indicating that they were completely closed. The reload had not been fired. Over the course of the video, the tissue gradually slid distally within the jaws until only the distal half of the reload remained clamped onto the tissue. It was reported that the jaws would not close completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.